Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas, stating that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive and required multiple hard presses to elicit a response. The patient noted that the ok keypad button was peeling off and alleged that the response issues had occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be completely peeled off the pump. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing the contrast, up and down arrow buttons were unresponsive and the ok button was intermittently responsive. During investigation, evidence of contamination was found on all the contact pads. The contrast, up and down key contacts were missing and the ok key was inverted.